Event description:
The pt experienced a shocking sensation from exposure to a security gate at her work. Her device was turned on at exposure. The impedance measurements of all combinations with electrode 3 were treater than 4,000 ohms. All the other combinations were fine. It was clarified that the pt's device did not have to be replaced and it was functioning fine. The pt's employer re-wired the entire security system due to a configuration issue and since has not had a shocking episode.

Manufacturer narrative:
(B)(4).